Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) the returned trapezoid rx basket was analyzed, and a visual evaluation found the side car - rx was not torn. The working length was found kinked in several locations. Also, the handle cannula was found kinked and broken. Evidence of bending was observed on the broken ends of the cannula. A functional inspection was performed by advancing a spare lab guidewire through the side car and no issues were noted. The reported event was not confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can result in kinks/bends in the device. This condition would cause friction between the components at the kinked/bent areas causing difficulty to open/close the basket. Continued attempts to open the basket and the force applied to the handle in order to open the basket can bend and break the handle cannula. Therefore, the most probable root cause for the failures found during analysis is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a cbd stone procedure performed on (B)(6) 2021. During the procedure, the sidecar sheath was fractured before it was used. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following procedure is stable. The investigation results revealed that the handle cannula was detached; therefore, this is now an MDR reportable event.